Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no delay was present in the biometric identifier login process. A technical support specialist dialed into the station and reviewed the medapp logs, which showed bioid multi-match completions ranging from 10ms to 16ms. The customer was asked to attempt login during the call and successfully signed in within 11ms. The customer confirmed the performance was much improved and gave permission to close the case. The customer was informed and agreed to close the case. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier sign in process was delayed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier sign in process was delayed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.